Manufacturer narrative:
Three unused samples were received for evaluation. A visual inspection revealed that all three units had the safety shields assembled in the c collar. A simulated use testing was performed by hand activiating the safety mechanism to evaluate the defective locking of the safety shields. The safety shield of each sample was rotated backward with ease with no IV shield lift identified. The safety shields were then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5033708. Conclusion: an absolute root cause for this incient cannot be determined as the evaluated samples met manufacturing specifications.

Event description:
It was reported that after using a bd vacutainer eclipse blood collection needle, the nurse activated the safety shield and the shield broke. Because of this, the nurse received a contaminated needle stick injury. The nurse allowed her wound to bleed and then washed the area. The nurse was evaluated by employee health where she received routine post exposure lab work and a hepatitis booster. The facility also tried to contact the source patient so that lab work could be done on him/her but they were not successful in making contact.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after using a bd vacutainer eclipse collection needle, the nurse activated the safety shield and the shield broke. Because of this, the nurse received a contaminated needle stick injury. The nurse allowed her wound to bleed and then washed the area. The nurse was evaluated by employee health where she received routine post exposure lab work and a (B)(6) booster. The facility also tried to contact the source patient so that lab work could be done on him/her but they were not successful in making contact.